Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of noisy signals. Technical services (ts) was consulted, provided a review of the episode and discussed it appeared proximal sense electrode noise, and recommended reprogramming to secondary vector. This s-ICD system remains in service. No adverse patient effects were repoted.